Manufacturer narrative:
Corrected initial report to reflect correct attorney name and address.

Manufacturer narrative:
No product, product code or batch number ID was provided with the inquiry. Accordingly, no testing and/or batch record review could be conducted. No conclusion can be drawn.

Event description:
Claim states that pt underwent sternal debridement on 7/8/97 as a result of an open wound following coronary artery bypass graft surgery. Claim further states that pt underwent two subsequent sternal debridements on 11/23/94 and 8/11/95 to combat infections allegedly caused by sutures used in the 7/8/94 procedure.